Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also, an accident or trauma might have weakened the fixation of the active electrode and could also be a factor for the electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
A gradual decrease in child's hearing performance was noticed by the guardians. No trauma was reported and the external devices were checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Gradual decrease in child's hearing performance was noticed by the guardians since (B)(6) 2015. No trauma was reported, external devices were checked and found functional. The patient has been re-implanted.